Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to infection. The lead subsequently tested out of specification during manufacturer¿s analysis. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to bacteremia infection. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead (B)(6) 2007; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.